Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported that the patient's battery was removed to resolve the infection. No further complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient came in on (B)(6) 2017 for a post-operative check and there was redness at the battery site. They suspected infection and the patient was to meet with the physician late on (B)(6) 2017 to determine the next steps. It was unknown when the infection began, but it was discovered on (B)(6) 2017. The area of the infection was the ins.